Event description:
It was reported that t1 and t2 anchors of the fastfix 360 device deployed simultaneously. No patient injury or complications were reported.

Manufacturer narrative:
The devices were not identified with respective complaint numbers. One device will be chosen for each related complaint. This device was received in used condition. Neither t1 nor t2 was returned. Suture was not returned. This device shows needle twist. Under warnings the IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. The device does not actuate properly. When pushed forward the actuator does not remain forward. The complaint reported simultaneous deployment of t1 and t2. No root cause related to the manufacture of the device can be confirmed. No further investigation is warranted.